Event description:
It was observed that during the device evaluation, the broncho fibervideoscope exhibited the coating of insertion tube was detached. There were no reports of patient involvement.

Manufacturer narrative:
Device was returned for evaluation and could be evaluated. Based on the results of the investigation, it is likely that the following led to the malfunction:citr investigation has concluded that there is sufficient evidence that confirms this is a well-understood failure mode, and therefore individual complaint investigations are not necessary.a device history review revealed no issues that could have caused or contributed to the reported issue.olympus will continue to monitor the field performance of this device.should additional relevant information become available, a supplemental report will be submitted.